Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight inverter printed circuit board (pcb). The cse performed the extended self-test (est), and the electrical safety test. The device operated within the manufacturing specifications.

Event description:
Covidien received information stating that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occured.